Manufacturer narrative:
The affected product was shipped back to manufacturer in (B)(4) and was analyzed by r&d. It was obvious that some components on the main-pcb had been destroyed. This defect components could cause that the attached motor is getting hot. As the product is sold since several years without comparable incidents the intention was to find the root cause why the components have been destroyed. Therefore an extensive test series has been made with different load situations to simulate the use by dentist. It was not possible to reproduce the defect even with overload simulations. A double check with the manufacturer of the components confirmed that the specification did not change - there was no change on the components. Also the process for manufacturing the pcb was not changed. The assessment of the incident showed that the defect is not likely to cause or contribute to a serious injury. Reason is that a potentially numb patient does not get in contact with the product -> no risk for a serious injury. User and assistance who get in contact with the motor could directly feel that it is getting hot. The natural protective reflex causes them to put the product away before they could be harmed. In addition it is visible on the display of the product that the unit is in a failure mode -> no risk for a serious injury. According to the result of the assessment this incident is not reportable.

Manufacturer narrative:
The analysis during the repair showed that 2 of 4 screws of the housing have been missing. The motor tubing was melted at the motor end, the motor stuck hence on the motor tubing. It was not possible to power the device up due to damages at the motor tubing and on the pcb. It is not possible to find a root cause for the defects locally, hence the defect parts get send back to kavo (B)(4) for further root cause analysis. A follow up report will be supplied in case a root cause could be identified.

Event description:
During fillings of tooth# 12, 14, 15, and 18, the handpiece was feeling hot in doctor's hand after being run for about 5 to 10 minutes of use. The assistant heard a sizzling sound. The doctor put the handpiece down and turned off the control unit. A few minutes later the assistant touched the motor to see if it had cooled down. Her right index finger was burned to the size of a dime. David said the motor continued to increase in heat even with the unit turned off. The motor did not cool down until the equipment was unplugged. The tubing at the motor end melted. Assistant is female age (B)(6). She applied over the counter neosporin to finger and put on a bandaid.